Event description:
It was reported that the patient presented remotely via merlin.net to the clinic. Transmission revealed the patient's pacemaker was in back-up vvi mode. Multiple attempts were performed to restore the device settings but was unsuccessful. The physician elected to explant and replace the device on (B)(6) 2023. The patient was in stable condition throughout.

Manufacturer narrative:
The reported event of device in backup mode was confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was cut open to enable further testing and the battery was found depleted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage, resulting in the reported events. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly.